Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer "sometimes there is no video output" could not be confirmed. Based on no defects found during the technical inspection it is concluded that the most likely cause for the described error is based on associated products, like interface modules, monitors, document systems, etc. The corresponding IFU is stating this "failure of products" clearly in section 3.8, page 10 the following: the product may fail during use. Perform an equipment test before use, see chapter preparation [p. 31]. If the image fails during the procedure, remove the camera from the endoscope and continue the procedure optically. If the surgery cannot be continued optically, determination of how to further the procedure is at the physician's discretion based on the surgical circumstances. Have a replacement system ready for each application. The investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the event description "sometimes there is no video output". There is no information that the event caused a harm or serious injury to patient, user or third party.